Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2019; 305u225 tissue valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged because the patient exhibited twiddler syndrome. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.